Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.241¿ from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the ¿broken instrument blades¿ is typically attributed to mishandling/misuse. There was an additional observation not reported by the site and not related to the reported issue. The instrument was found to have teflon pad damage on the clamp arm. A missing piece, measuring roughly 0.035¿ x 0.079¿ in size was not returned. The root cause is typically attributed to mishandling/misuse. A review of the instrument log showed the harmonic ace instrument (part# 480275-08 / lot# l90210721-0331) was last used on (B)(6) 2022 during this reported procedure with system (B)(4). The harmonic ace instrument is a single-use device. A review of the submitted image was performed by an isi regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image shows the instrument tip with obvious damage (broken blade) and product information. No conclusive determination can be made based on this analysis. This complaint is being reported due to the following conclusion: failure analysis investigations confirmed missing pieces from the distal end of the harmonic ace instrument. The missing pieces could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, and the customer had reported that no fragment fell inside the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted proximal gastrectomy surgical procedure, a system error was displayed during use of the harmonic ace instrument. Inspection upon removal, identified a cracked tip. Troubleshooting was performed by replacing the instrument to the backup and this resolved the issue. Following this, the instrument was able to be recognized by the system without error. The user continued the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use and there was nothing out of the ordinary. No issue with the functionality of the instrument was observed during the surgical procedure. Site confirmed that there was no fragment that fell inside the patient. The instrument did not collide with any other instruments or other hard material during the surgical procedure.